Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, upon receipt and inspection of a roadrunner the firm hydrophilic wire guide a strange particle was found inside the primary packaging of the device. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, upon receipt and inspection of a roadrunner the firm hydrophilic wire guide a strange particle was found inside the primary packaging of the device. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. The complainant did not return the complaint device to cook for investigation. However, photos of the device were provided by the customer. From the photos received, the foreign matter was confirmed within the sealed packaging. From the photo review, the device was confirmed manufactured out of specification. The DHR for the reported lot number records one relevant non-conformance; ¿foreign matter, loose¿ however, all nonconforming product was reworked, the product goes through 100% inspections for the reported nonconformance, and no additional complaints have been received from the reported lot from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a manufacturing/quality control deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.